Event description:
It was reported that during the implant procedure, cardiac tamponade occurred. Pericardial fluid was removed by drainage, and the patient was admitted to the intensive care unit. The physician suspected there was a possible perforation by the right ventricular (rv) lead due to a decrease in blood pressure, discomfort, and ultimately a pericardial effusion. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 479888 (serial: (B)(6)); product type: 0269-lead-lv-lh; implant date (B)(6) 2026: product ID 6250vic (lot: 0013192457); product type: 0255-delivery catheter; implant date n/a; explant date n/a product ID c315s502 (lot: 0013021286); product type: 0255-delivery catheter; implant date n/a; explant date n/a product ID 6248vi-130 (lot: 0013159991); product type: 0255-delivery catheter; implant date n/a; explant date n/a product ID 383059 (serial: (B)(6)); product type: 0270-lead-lv-pace; implant date (B)(6) 2026 product ID dtpa2qq (serial: (B)(6)); product type: 0236-crt-d; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.